Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The one-way valve was also returned. Two catheter tubing kinks were observed near the y-fitting at approximately 75.4cm, 76.5cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and a leak was detected on the membrane approximately 24.9cm from the iab rear seal and measuring approximately 0.58cm in length. The evaluation confirms the reported leak which appears to have been caused by a sharp object. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a blood detect alarm. The balloon was removed and customer found blood inside the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a blood detect alarm. The balloon was removed and customer found blood inside the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a blood detect alarm. The balloon was removed and customer found blood inside the balloon. There was no reported injury to the patient.